Manufacturer narrative:
Carefusion complaint number: (B)(4). (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator pressurized to specification, but when the customer tried to re-pressurize the ventilator again, the unit did not re-pressurize. The customer found that when pressure is applied to the pr3 regulator, the ventilator pressurizes, but when the customer lets go, the ventilator does not pressurize. There was no patient involvement associated with this issue.